Event description:
Boston scientific received info that post implant of this right ventricular lead, the patient with this lead experienced a cardiac tamponade. The pt was monitored for two months, however, the symptoms did not resolve. During a follow up procedure performed to treat the pericardial bleeding, it was noted there was a ventricular perforation, although there were no lead issues displayed on computerized tomography and the electrogram. The pt with this lead expired, however, the physician did not feel that the cause of death was related to the right ventricular lead.

Manufacturer narrative:
Not returned. The patient with this right ventricular lead expired, however, the physician did not feel the cause of death was related to the lead. Should additional info become available, this event will be updated.